Event description:
According to the available information dirt was found inside the packaging. The device was not used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot n°9102865 indicated in the description. Checking the quality databases revealed no anomaly in connection with the described defect. The sample was not received but with the picture attached, we can see the dirt in the packaging. The product was packaged by our hungarian site who was informed about this issue. The hungarian investigation concluded that: there are 2 possible causes for contamination in packaging: 1. Operators in the production didn't notice the contamination on the catheter. There is a visual inspection in the process to detect this type of failure. The issue was not detected by this control. 2. The inner pouch is produced in tunisia and the catheter is placed in to it there. Recently we found more and more items received from tunisia with contamination already on them. Action: we trained the operators about this kind of failure and the critical processes in production in may, 2024.

Event description:
According to the available information dirt was found inside the packaging. The device was not used.